Event description:
The physician indicated the pt had significantly degenerative native tissue prior to repairing the rotator cuff with an orthadapt bioimplant. The bioimplant was explanted approx four months post repair; the pt's symptoms leading to the explant were not reported.

Manufacturer narrative:
This case involved the use of an orthadapt bioimplant in a repair of a rotator cuff tear with significantly degenerative native tissue. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The physician was aware of the native tissue condition prior to the repair. Additionally, the physician did not request histopathology testing on the explanted tissue; the tissue was discarded at time of explant. The bioimplant was not returned to the MFR for eval. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements.